Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, night sweats, hot flashes, hirsutism and libido decreased. Previously administered products included for an unreported indication: seasonique in 2012 and folic acid in 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with clots/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced metrorrhagia ("mid-cycle bleeding"), dysmenorrhoea ("pain with periods") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, dysmenorrhoea, weight increased, fatigue, amnesia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal: yes current weight (B)(6). The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Lot number:b71761 manufacturing date:2013/09 expiration date:2016/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case became serious incident. Reporter and essure removal date added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, night sweats, hot flashes, hirsutism and libido decreased. Previously administered products included for an unreported indication: seasonique in 2012 and folic acid in 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with clots/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced metrorrhagia ("mid-cycle bleeding"), dysmenorrhoea ("pain with periods") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, weight increased, fatigue and vaginal haemorrhage had resolved and the metrorrhagia, dysmenorrhoea, amnesia, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal: yes current weight 216lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Lot number: b71761 manufacturing date:2013/09, expiration date:2016/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, night sweats, hot flashes, hirsutism and libido decreased. Previously administered products included for an unreported indication: seasonique in 2012 and folic acid in 2011. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy periods with clots/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In december 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced intermenstrual bleeding ("mid-cycle bleeding"), dysmenorrhoea ("pain with periods") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, weight increased, fatigue and vaginal haemorrhage had resolved and the intermenstrual bleeding, dysmenorrhoea, amnesia, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal: yes current weight 216lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Discrepancy noted in date of removal-(B)(6) 2019, (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2019: right fimbrated segment of the oviduct, 4.5x 0.8 x 0.4cm . The oviduct appears unremarkable and has an essure coil that is identified. The fimbriated segment of oviduct, 6.5x1.1xo.3 cm and is unremarkable. The left oviduct has a essure coil that is identified. Lot number:b71761 manufacturing date:2013/09 expiration date:2016/09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area pain') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, night sweats, hot flashes, hirsutism and libido decreased. Previously administered products included for an unreported indication: seasonique in 2012 and folic acid in 2011. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods with clots/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced metrorrhagia ("mid-cycle bleeding"), dysmenorrhoea ("pain with periods") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, weight increased, fatigue and vaginal haemorrhage had resolved and the metrorrhagia, dysmenorrhoea, amnesia, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal: yes. Current weight 216lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Discrepancy noted in date of removal- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2019: right fimbrated segment of the oviduct, 4.5x 0.8 x 0.4cm . The oviduct appears unremarkable and has an essure coil that is identified. The the fimbriated segment of oviduct, 6.5x1.1xo.3 cm and is unremarkable. The left oviduct has a essure coil that is identified. Lot number:b71761, manufacturing date:2013/09, expiration date:2016/09. Most recent follow-up information incorporated above includes: on 19-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received-new reporter, lab data, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.